Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure which might have caused the reported phenomenon. It was also fund that the fixing clip of the connection plug has been damaged and the plug has slipped off due to too much tension on the connection cable of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure which was occurred because the external parts of the cable connection of the subject device were damaged and flooded inside due to the unexpected stress on the cable by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not worked and then the image of the subject device was not displayed at the unspecified timing. There was no report of patient injury associated with this event.